Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The device was removed because during infusion, swelling occurred in the arm in which it was placed and they suspected it may be dvt. Once it was removed, the line was flushed and a transverse slit/hole was noticed at the 15cm mark from the distal end.